Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room evaluation while using the ilet. This type of event can result in acute metabolic decompensation requiring medical assessment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date, beginning after a supply change, which is consistent with an infusion set failure or another issue along the fluid pathway resulting in insufficient insulin delivery. Although a bent cannula was suspected by the reporter, no product sample or lot information was available to confirm this. The user was evaluated in a healthcare facility and monitored only; no treatment was provided, no dka was reported, and no ICU admission was required. Based on available information, the event was attributed to a supply-related therapy delivery issue rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that in early (B)(6) 2024, possibly on (B)(6) 2024, the user experienced a hyperglycemic event while using the ilet, with blood glucose reported to exceed 500 mg/dl. The user went to the emergency room, was monitored overnight, and was released the next morning. No treatment, dka, loss of consciousness, or long-term health effects were reported.